Manufacturer narrative:
The following devices were also listed in this report: unknown triathlon size 5 11 mm cs insert; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Conclusion: complaints of pain were present since 4-years with giving way and muscle weakness, all suggestive for instability although nowhere explicitly proven in the limited available records. The only available lateral pre-revision x-ray shows a decent implantation of cr components with stable cemented fixation although absence of an ap view prevents evaluation of alignment and other relevant anatomic knee parameters. All-in-all can a root cause of failure of this case not be proven with an adequate level of evidence. More information would be required such as ap views of the knee, including early post implantation. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Rep reported that patient's left knee was revised due to pain. Patient was revised to a size 4 ts femoral component with a size 5 11mm ps insert. Weakness, soreness and instability was also noted.